Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, broken battery tube threads, a broken reservoir tube lip, cracked case at the reservoir tube window corner and a broken battery cap.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage to it. The customer stated that the battery cap was broken. She stated that she had dropped the insulin pump several months prior to the call, and the device seemed to work fine; however, she stated that she went to take a shower and found that a piece had broken off, and the battery cap no longer screwed onto the insulin pump. The customer also reported damage to the inside of the battery compartment. She observed missing pieces and cracks to both the battery and reservoir compartments. She stated that she had taped the insulin pump together to get it work previously. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan, but she stated that she would continue to use the device. The customer was advised to replace the insulin pump and agreed to return the device for analysis.